Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03781-1, 0001822565-2018 -03777-1. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. The 0001822565 - 2018 - 03781; 01822565 - 2018 - 03777. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee revision surgery approximately 8 years post primary implantation due to unknown reason, following with loss of balance, immobility, and pain.